Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. Onsite functional and visual examination was performed by a manufacturer representative. The issue was resolved upon part replacement. The system passed a system checkout and was returned to an operational condition.

Event description:
On (B)(6) 2018, (B)(4)(rep, hcp): medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the imaging system was connected to a navigation system and an attempt was made to take images, but the imaging system tracker had recognition failure. The issue was resolved by rebooting the imaging system and 3d images were taken. Data was transferred to the navigation system successfully, so the procedure was continued and completed without any issue. There was no patient impact reported and a 15 minute delay to surgery.

Manufacturer narrative:
The software review found that the reported event was unrelated to a software issue. The software functioned as designed. If information is provided in the future, a supplemental report will be issued.